Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, thermal damage was observed, and the 6-pin harness was replaced. A error code was found in the ventilator's downloaded error log. The main board was replaced to address the issue. The device passed final test.